Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted without use of cpb (cardiopulmonary bypass) with thoracotomy implant approach (redo case). After starting the hm3 lvad, a dilated left ventricle (lv) was noted despite increased rpm with increasing pump power up to 10 watts. Echo showed dilated lv and decreased velocity speed measurements on outflow/outflow cannulae. Surgeon initiated cpb and performed revision of pump position on potential kinks of outflow graft without any findings. Surgeon decided to disconnect hm3 blood pump and check internal space. When hm3 pump was disconnected from apical cuff, surgeon did not find any obstruction of blood pathway. Surgeon decided to exchange hm3 blood pump. After exchange, they could then properly set the rpm related to lv unloading and proper position of ventricular septum. Velocity speed resolved to normal parameters. No further information was provided.

Manufacturer narrative:
Section d7: correction. Section d10 and h3: additional information. Manufacturer's investigation conclusion: the report of a dilated left ventricle (lv), increasing pump power, and decreased speed could not be confirmed through the analysis of (B)(6). Furthermore, a specific cause for the reported events could not be conclusively determined through this investigation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft conduit (outflow graft and outflow graft bend relief) and the apical cuff were not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event log file retrieved from the returned device appeared to capture the system operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 15mar2020. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate 3 (hm3) left ventricular assist system (lvas) patient handbook rev. B are currently available. The hm3 lvas IFU addresses all pump parameters. In reference to power, the IFU states that pump power is a direct measurement of pump motor voltage and current. This document also states that changes in pump speed, flow, or physiological demand can affect pump power. The hm3 lvas IFU lists the adverse events that may be associated with the use of the hm3 lvas. The hm3 lvas patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.